Event description:
A ventilator was returned to the manufacturer for foam remediation. During the evaluation of the device at the manufacturer's service center, the device failed test and had an error 176 - replace detachable battery/ replace power management pca occurred. Detachable battery was charged and holds a charge but the unit will charge the detachable battery. The device was not in patient use. The inlet air path assembly and removable air path foam was replaced per remediation. The device will be returned to the customer unrepaired.